Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant navion stent graft was implanted during the endovascular treatment of a taa . It was reported that corelab reviewed imaging from two years and eight months later which showed aortic enlargement, a further six months later which showed a ia endoleak and aortic enlargement, seven months later which showed the persistent ia endoleak and aortic enlargement and a further seven months later which showed the persistent ia endoleak and aortic enlargement. No fracture or stent ring migration or enlargement were noted. No cause was provided. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
B5: additional information received : corelab review of CT imaging taken approximately 3 years and 9 months post-index procedure noted a new, undetermined type of endoleak. The maximum aortic diameter measured 72.6 mm, with no aortic enlargement observed. Subsequent review of CT imaging from approximately 4 years and 4 months post-index procedure showed a persistent undetermined type of endoleak. The maximum aortic diameter measured 72.2 mm. Both imaging studies noted no stent fracture, stent ring enlargement, or stent ring migration correction to 'additional codes': imf updated from f26 to f11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Site review of imaging from on (B)(6) 2023 showed aortic enlargement, on (B)(6) 2023 showed an ia endoleak and aortic enlargement, on (B)(6) 2024 showed the persistent ia endoleak and aortic enlargement and on (B)(6) 2025 showed the persistent ia endoleak and aortic enlargement. No fracture or stent ring migration or enlargement were noted. Core lab review of imaging from on (B)(6) 2023 did not observe any aortic enlargement, endoleak, fracture, stent ring migration or stent ring enlargement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.